Manufacturer narrative:
Device available for evaluation - additional information h2: type of follow up - device evaluation. Device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the apollo catheter ¿hole¿ was found on the micro catheter body. Reported guidewire was not returned the guidewire; therefore, any contributing factors (including outer diameter specification) from the guidewire could not be assessed. It is likely the catheter was kinked or prolapsed or the guidewire was inserted aggressively causing the apollo to become punctured. The apollo micro catheter was 100% leak tested and all products are 100% inspected for damages and irregularities during manufacture. As per the apollo IFU (instructions for use): follow the manufacturer¿s instructions for preparing and using the guidewire. Inspect the catheter, taking care to not touch or manipulate the tip prior to use to verify that it is undamaged. Retain the packaging coil for storage of the catheter when it is not in use during the procedure. Carefully insert the guidewire into the hub of the micro catheter and advance the guidewire into the catheter lumen.¿ in addition, ¿during navigation, check that the distal tip of the catheter is not kinked before passing the guidewire through it. Kinking or prolapsing of the catheter may result in unintended rupture of the catheter.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo micro catheter was returned for analysis without the guidewire used in the event. In addition, the make/model or od (outer diameter) was not provided; therefore, compatibility could not be assessed. The apollo micro catheter was decontaminated. The usable length and distal floppy segment of the apollo micro catheter was measured to be within specifications. No issues were found with the apollo micro catheter hub. No kinks or bends were found with the apollo micro catheter body. The 1.5cm detachable tip was found to be intact. The surface of the apollo micro catheter body was examined under magnification. What appears to be a ¿hole¿ was found on the micro catheter body at approximately 6.5cm from the distal tip. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is indicated to return for evaluation, however it has not yet been received. Once received and evaluation has been completed, a supplemental report will be submitted.

Event description:
Medtronic received information that when testing the devices during pre-op, while passing the guidewire inside the apollo microcatheter, there was a hole before reaching the normal distal tip of the microcatheter which causes the guidewire exit the microcatheter body. This occurred prior to contact with the patient. No injury reported as this occurred prior to entry into the patient. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated. There was no other damage to the catheter observed. The tip of the guidewire was shaped and the same guidewire was used to complete the procedure.